Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823100) was implanted due to snph (secondary normal pressure hydrocephalus) on (B)(6) 2019 with a setting of 200mmh20 and has since been kept at this setting. In 2021, MRI confirmed that the setting was changed to 30mmh2o so it was changed to 200mmh2o. In 2023, the patient claimed that the device was making a strange sound. The setting was checked, and it was changed to 30mmh2o again so it was changed to 200mmh2o. The doctor suspected that the patient had been exposed to a magnetic field. However, the patient claimed that she primarily stayed at home and was not exposed to a magnetic field. Since then, the patient has visited the hospital for a periodic check-up every month. In 2024, a CT confirmed that there is no problem with the size of ventricle. In addition, no neurological symptoms were observed. However, the patient still claimed that the device was still making the strange sound. The setting was checked every check-up and confirmed that the setting was set at 200mmh2o. The doctor suspected that the device had unspecified problems. Therefore, the device was removed for investigation on (B)(6) 2024. The device was not replaced with a new one. In case of hydrocephalus symptoms, a certas valve will be implanted. The patient primary disease is subarachnoid hemorrhage.

Manufacturer narrative:
The hakim valve (ID 823100) was returned for evaluation. Device history record (DHR) - the product code 82-3100 with lot 3276895, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 200 mmh2o. The valve was visually inspected, tear marks were noted on the housing and biological debris were noted on the motor. The valve was hydrated. The catheters were irrigated, and no occlusions noted. The valve was leak tested and only leak from the tear marks. The valve passed the test for programming, occlusion, reflux and pressure. Root cause analysis - during the investigation no programming issue noted. The possible root cause for the issue ("making a strange sound") reported by the customer could be due to csf shunts placed against the skull may conduct sound to the ear as they drain the csf in a continuous pulsatile flow. Patients may perceive csf shunt sounds during changes in body posture from horizontal to an upright position. The other possible root cause could be due to valve that cannot maintain desired setting. The possible root cause for the issue ("valve cannot maintain desired settings") issue reported by the customer, could be due to biological debris and protein build up interfering with the valve or could be due to improper handling of the device. As during the investigation no programming issue noted.